Event description:
Customer states have been having issues with tubes not filling all the way. They have pulled the tubes from the shelves and the grand total of bad tubes for item is 1,835. The lab first reported this issue (B)(6) 2022.

Manufacturer narrative:
Complaint (B)(4). Samples were only recently received from the customer. The evaluation is still in progress. As soon as the investigation of the alleged malfunction is completed, a supplemental report will be filed.

Manufacturer narrative:
Received one rack 454322/b210533a, which expired on may 8, 2022. No customer pictures were provided. No further information/clarification was provided by the customer. A check of quality, production, and maintenance records revealed no deviations. Unfortunately, with the customer returned samples being past expiration upon receipt, conclusive results were unable to be gathered. Previous testing for this material/batch, prior to expiration, was within specification, and there are no indications of deviations during the manufacturing process. The cause for the event cannot be determined. Corrected data: g1: corrected email address; h3: samples received; h6: type of investigation, investigation findings, investigation conclusion; h10: manufacturer narrative.